Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. After discussing the issue with clss, the customer attempted to use the pump again but continued to experience occlusion problems. As a result, the customer ceased using the pump and reverted to manual daily injections (mdi).